Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and adjust belt messages) was due to the latches on the trunk cable connector being cracked, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.